Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Imaging provided show screw backing out past the blocking mechanism at the inferior level of a 1 level plate located at c5-c6. The patient is monitored closely and there is no plan for revision at this time. An exact cause of the reported issue could not be determined.

Event description:
It was reported that a resonate screw is backing out of the plate 1 year post-operatively.